Event description:
It was reported that the customer experienced high blood glucose levels, although the exact value was unknown as it only displayed as "high." There was no adverse impact to the customer's blood glucose level. The customer applied a correction bolus via the pump and followed various troubleshooting steps with guidance from technical support, including inspecting the infusion set, needle, and tubing for issues, which were found to be all clear. Despite insulin drops not being observed at the end of the cartridge pigtail, the caller was advised to replace supplies as needed, resume insulin usage, and consult with a healthcare professional for further discussion on potential blood glucose influences.